Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the pump was giving excessive error messages. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because it could have an impact on insulin delivery.